Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened folder, one detached needle, and small suture pieces into the petri dish that pertains to product code w9106 were returned for analysis. In order to evaluate the conditions of the returned sample, the strand was observed broken in several pieces into the winding former due to the degradation process caused by exposure to the environment. This caused the needle to be detached and the suture was broken. The product code w9106 contains an absorbable suture. As the package was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. The packaging was not received for evaluation to determine the cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: when was the suture detached from the swage and broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Ans: it detached from the swage and broke during handling prior to use on patient.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to use on the patient, the suture detached from the swage and broke when pulled. There were no adverse patient consequences. Upon evaluation of the returned device, the strand was observed broken in several pieces. There were no adverse patient consequences reported. No additional information was provided.